Manufacturer narrative:
Additional information was received that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure per physician's preference. The physician did not suspect device malfunction. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.